Manufacturer narrative:
Due to an increase in reports of similar failures, CAPA 25-007 was implemented. Investigation found a potential issue where if an intermittent loss of connection occurs between the speed control dial and smartdrive electronics, an involuntary activation of the drive motor could occur. Further engineering analysis concluded that this anomaly would only occur if the speed control dial was powered on and in a forward rotated drive position but in stand-by mode. If the connection is lost and re-introduced while in this position, the electronics could potentially interpret the re-introduction of signal as being a new command to engage the drive motor. As this type of failure can be reproduced and has the potential to occur with all versions of speed control dial, as part of the CAPA, permobil has implemented a product recall for all speed control dials in the market, z-2538-2025, z-2539-2025, z-2540-2025. The end-user will be provided with a switch control button to replace the affected speed control dial.

Event description:
Received report claiming the sc dial engaged a drive command without physical manipulation and reportedly continued to increase speed which forced the end-user to lose control of the w/c and fall on to the side. Reports indicate the end-user sustained an injury to their shoulder but did not seek any medical intervention.